Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed to resolve the issue.